Manufacturer narrative:
The following fields were updated based on the receipt of corrected device information. D4: model # updated from xper fc2010 rev d exchang to xper flex cardio fc2010 rev c. D4: catalog # updated from 453564669081 to 453564634201. D4: serial # updated from (B)(6). D4: unique device identifier (UDI) # updated from (B)(4). H4: device manufacture date updated from 04/05/2017 to 01/08/2018. The product industrialization engineer reviewed the available information and confirmed that there was no malfunction of the xper flex cardio system. Based on the investigation, the observed performance issue was attributed to the xper information management system software (xims) operating slowly in a standalone configuration. The hemodynamics system includes components sourced from multiple businesses, and the issue was determined to be unrelated to the flex cardio device itself, but rather associated with the xims software. The issue was resolved by correcting a startup sequence timing mismatch through proper synchronization of the applications. No hardware defect was identified during the evaluation. Following implementation of the synchronization correction, the system is functioning as intended. A review of the service history for this device indicates that this issue has not been reported again.

Manufacturer narrative:
A philips field service technician (fst) checked the xims applications and found the network is down due to datacenter applications did not synchronize properly (not in green sync status). The fst advised the customer to manually click/restart the datacenter and xims applications after system bootup to ensure proper synchronization. It was confirmed that the system was back to normal function. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the system is slow and sometimes hangs. The device was reported to be in clinical use. No adverse event to the patient or user was reported.